Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint devices were received and reviewed. Visual observations confirm the trocar and sleeve welded together, confirming this complaint. The root cause of this failure mode is possibly the exposure of the device to high temperatures, causing the pla material to melt and weld to the sleeve. The IFU indicates storing this product below 80°f. It is a possibility the complaint devices were exposed to higher temperatures during transportation or trunk stock storage. Other than this possibility, we cannot discern a definitive root cause for this failure. Additionally, a batch record review for the finished good lot has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot released to distribution. Based on the overall complaint rate for this failure mode, no further corrective action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament (acl) surgery, it was observed that the sleeve components broke during the drilling phase. It was reported that the procedure was carried out and finished by using a new set. It was not reported if there were any delays in the procedure or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.